Manufacturer narrative:
The following other hip devices were also listed in this report: primary tritanium hemi cluster hole cup 60mm, cat# 502-03-60f, lot# mhj1aw; secur-fit max, cat# 6051-1140s, lot# mhml8y; 22.2mm std v40 head, cat# 6260-4-122, lot# 24058804. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported after receiving devices sent by the university (B)(6) - that: a revision was done on a patient at an unknown date and time due to infection. No further information is available.